Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for follow-up with over-sensing exhibited by the right ventricular lead. No interventions or patient symptoms were reported.